Event description:
Rptr is leasing a coulter act diff blood counter and would like to report that the machine is frequently inaccurate and unable to reproducably count white and red blood cells from pts.